Manufacturer narrative:
On 2-dec-2025, the product investigation was completed. It was reported that a patient underwent an arial tachycardia ablation procedure with a carto 3 system and the medical team noted the following issues: - they could not select a pre-saved catheter. - there was signal noise on the electrophysiology (ep) recording system from the ablation catheter (though there was available/intact electrocardiogram signal to monitor the patient's heart rhythm). - upon remap, the annotation view and selected point view viewer were no longer synched and added different pentaray mapping electrodes to the annotation viewer. - there was a map shift without the system noting it. Device evaluation details: during the investigation, it was found that the reported map shift was caused due to mapping with metal interference (high metal values) which were indicated by related error messages on the screen. According to carto 3 instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an arial tachycardia ablation procedure with a carto 3 system and the medical team noted the following issues: they could not select a pre-saved catheter. There was signal noise on the electrophysiology (ep) recording system from the ablation catheter (though there was available/intact electrocardiogram signal to monitor the patient's heart rhythm). Upon remap, the annotation view and selected point view viewer were no longer synched and added different pentaray mapping electrodes to the annotation viewer. There was a map shift without the system noting it. Map shift was noticed while mapping after pfa (pulse field ablation) same anatomies had a difference of around 10mm. Prior to noting the map shift, there were no system errors, cardioversion, patient movement, coughing, breathing changes, or patient repositioning. The map shift was unexpected, and the medical team did not note anything that could've led to such a drastic (10mm) difference. The case was completed. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).